Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose(bg) level was 160mg/dl. System check was performed and the pump performed as intended. The contact declined removing the infusion set site during the call due to the site being recently inserted. During the call, the customer was able to deliver the remainder of their bolus successfully without an additional occlusion alarm.